Event description:
It was reported by a respiratory therapist (and confirmed by a biomedical engineer) that the ventilator was making a loud noise (sounding like excess flow of air) during a leak test and failed the test. The ventilator had apparently been connected to a patient without a leak test being performed beforehand. The ventilator had alarmed on a previous occasion ("external flow sensor failed" and "check flow sensor tubing"). The patient was taken off the ventilator and was ventilated with a bad valve mask. There is no indication that the incident led to death or serious deterioration in the state of health of any person.

Manufacturer narrative:
Investigation is ongoing.